Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, order had been entered with a stop time that preceded the start time. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order displayed a stop time that was earlier than the start time. A technical support specialist dialed into the server and ran both the cast order and cast error queries. The specialist identified that there were two sequences that could potentially generate a new set of date and time to populate the order's end date. The customer was advised to contact the epic team to resend the order message with the correct date as requested. The customer subsequently contacted the epic team and resolved the issue. The system functioned as intended after technical support specialist addressed the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, order had been entered with a stop time that preceded the start time. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.